Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new lead with a different mode was successfully implanted. No additional adverse patient effects were reported.